Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, approximately one day after implant, a revision procedure was performed to replace the right ventricular (rv) lead. During the procedure, the right atrial (ra) lead was disconnected from the device. Subsequently, pacing impedance measurements were noted to increase to greater than 3000 ohms. The automatic lead safety switch (lss) had been turned off, and technical services (ts) recommended performing a chest x-ray. No adverse patient effects were reported.